Event description:
It was reported that a pt underwent a cataract surgical procedure on (B)(6) 2010. The surgeon reported that the needle was not sharp so it required extra pressure which caused the needle to bend, twist in the needle holder and break. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been rec'd, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.